Manufacturer narrative:
(B)(4). The testing and investigation results indicated the probable root cause of this failure is likely due to a failure of electrolytic capacitor c17 (found loose at the bottom of the pump housing). The capacitor most likely leaked a small amount of its corrosive electrolyte onto the surface of the circuit board. This electrolyte was able to corrode the traces in close proximity to the capacitor and then cause a low resistance path between the 11v and ground traces. This low resistance path allowed current to flow between 11v and ground, a byproduct of which is heat. The heat generated was enough to scorch the circuit board and cause smoke. It is important to note that there was no actual fire caused by this heat as the board is constructed from a material carrying a 94v-0 flammability rating, meaning that it is not flammable. This board was in operation for greater than 11 yrs. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported visible smoke coming out of pump.